Event description:
It was reported that a lead revision was performed on both leads due to dislodgement. The leads were explanted and replaced. No patient symptoms were reported before or after the procedure. Related manufacturer reference number: 2017865-2022-11897.